Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. For an unknown medical condition. Post the procedure, it was reported that the catheter allegedly had a pinhole, causing saline leakage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one power port isp MRI implantable port with an attached groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Pinhole was noted on the distal portion of the port body. The edges were noted to be uneven. Upon infusion, a leak was observed from the proximal portion of the attached catheter pinhole. Therefore, the investigation is confirmed for the reported catheter pinhole and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. For an unknown medical condition. Post the procedure, it was reported that the catheter allegedly had a pinhole, causing saline leakage. There was no reported patient injury.